Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2022-22488. It was reported that a patient presented to the clinic on (B)(6) 2022 with their previously capped right ventricular and right atrial leads eroding through the pocket site for an unknown reason. Infection was also suspected due to redness and swelling around the pocket site. The patient's right atrial lead was explanted, while the right ventricular lead remained capped and was not removed. The pocket was then cleaned and sutured closed. The patient was stable throughout and recovering post-procedure.